Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx2578 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC nurse reported the following. "Placed a dl PICC and the peel-away sheath broke apart as I was peeling it. No hard was done, was able to grab and remove the whole thing. The red handle just completely broke off the sheath on the one side". PICC nurse reported that the PICC was a very smooth insertion, nothing out of the ordinary. When she snapped the red handles apart and started pulling it didn' t feel abnormal. Reports she only noticed because she looked at the sheath after removal and one side was not there. Looked down and it was still mostly in the arm. There was maybe 1/4 inch external so she grabbed it and pulled it out."

Event description:
It was reported "PICC nurse reported the following "placed a dl PICC and the peel-away sheath broke apart as I was peeling it. No hard was done, was able to grab and remove the whole thing. The red handle just completely broke off the sheath on the one side". PICC nurse reported that the PICC was a very smooth insertion, nothing out of the ordinary. When she snapped the red handles apart and started pulling it didn¿t feel abnormal. Reports she only noticed because she looked at the sheath after removal and one side was not there. Looked down and it was still mostly in the arm. There was maybe 1/4 inch external so she grabbed it and pulled it out."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an improper peel is confirmed and appears to be manufacturing related. One 5 fr microez microintroducer was returned for evaluation. The grey sheath was returned fully peeled. One of the red tabs was fully detached from the proximal end of the sheath material. Microscopic observation of the detached tab did not reveal evidence of tearing from the sheath material. The sheath material did not appear to have been bonded consistently to the tab material. Since the bonding of the sheath to the tab may have been a contributing factor to the reported event, the complaint is confirmed to be manufacturing related. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11.